Manufacturer narrative:
(B)(4) accounts for the surgical intervention that occurred.

Event description:
It was reported that this right ventricular (rv) lead had and out of range impedance, noise oversensing, and inefficient pacing. The lead was subsequently abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.